Event description:
It was reported that multiple pump motor stalls occurred. The motor stalls occurred on 2015 (B)(6) at 0702 with recovery on 2015 (B)(6) at 0031; motor stall on 2015 (B)(6) at 0627 with recovery on 2015 (B)(6) at 1322; motor stall 2015 (B)(6) at 0714 with recovery at 2015 (B)(6) at 1423; motor stall 2015 (B)(6) at 2303. Per the reporter, there were numerous other motor stalls and recoveries with the last motor stall on 2015 (B)(6) and no recovery as of 2015 (B)(6). A tube set message was also recorded. The last pump refill was 2015 (B)(6) and the first motor stall occurred 3 days later. All of the motor stalls and recoveries were confirmed via the event logs. There was no magnetic resonance imaging (MRI) per the healthcare provider (hcp). The patient felt awful and thought she was going crazy, which began in (B)(6) 2015. The hcp saw the patient on 2015 (B)(6). The patient heard the pump alarm but was not sure what it was. A pump replacement was scheduled for 2015 (B)(6). Patient outcome was unavailable at the time of the report. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had the device for four years and lately the doses were too low and the patient had withdrawals. Other times the patient was overdosed. The problem appeared to be caused by the rotor stalls and the pump was replaced and a new device implanted. The patient had increased pain over the past few months. The pump was queried on (B)(6) 2015 and was found to be intermittently failing and recovering for the last there months. The patient had experienced five motor stall fails followed by pump recovery which took anywhere from 1 - 8 days to occur. The event was noted as a device malfunction; the device didn't do what it was supposed to do. The device problems listed were excess flow or overinfusion and insufficient flow or underinfusion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was to be returned for analysis by the hospital after risk management released it. The patient did not have an MRI and it was unclear why the pump stalled. The patient was doing well and was getting effective therapy.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8596, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8711, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).